Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 supply pressure. The evaluation of the provided logs shows that the pressure delivery restricted, patient circuit disconnected, respiratory rate high, expiratory minute volume low, peep low, o2 supply pressure low and o2 concentration low were active during ventilation. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the nozzle unit for the o2 gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator alarmed for low o2 supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).